Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection identified an area of damage 313 - 335 millimeters (mm) from the terminal pin. The conductor coils in this area appear flattened and the insulation appears slightly flattened as well (image 1). An x-ray of the lead confirmed the conductor coils are fractured in several places within this area of damage (image 2). Additionally, resistance testing confirmed the lead was no longer electrically continuous. Based on the location and type of damage, it was likely caused by compression within the clavicle/first-rib area in the patient's anatomy. The identified damage could have caused the reported high, out-of-range impedance measurements and loss of capture.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed high out of range impedance measurements and loss of capture. An x-ray revealed a possible lead fracture. A revision procedure was performed. This lead was successfully removed, replaced and returned for analysis. No adverse patient effects were reported, however there was worsened heart failure symptoms.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.